Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, after reviewing the operation logs from the event date, errors (e105 and e107) related to the lighting lamp were found. Therefore, it is likely that the led unit was abnormal. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿10.2 how to recognize and deal with anomalies (what to do when an error message appears on the observation monitor screen) code: e105 error message: lamp malfunction cause: this product has failed. Action method: immediately turn off the power of this product, unplug the power plug of this product from the medical outlet, disconnect the power cord from the power inlet of this product, and contact olympus. Code: e107 : error message: abnormal lighting intensity of lighting lamp cause: an abnormality has occurred in the lighting lamp of this product. Action method: turn off the power of this product immediately, and then turn it on after a while. Electric again if the same abnormality occurs after turning on the source, immediately turn off the product, unplug the power plug of this product from the medical outlet, disconnect the power cord from the power inlet of this product, and contact olympus.¿ this supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, but the customer's allegation could not be confirmed as no abnormalities could be identified. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the visera elite ii video system center displayed an endoscope failure error, and, despite repeated restarts and detachment of the connector, there was no improvement. With the error displayed, the scope tip emitted white light to pink which would not resolve. The operation was shifted to open surgery for a colectomy, and the planned endoscopic procedure was abandoned. It was stated that a laparotomy was part of the original surgical plan, but due to the malfunction of the endoscope system, the timing of the transition to laparotomy was hastened. The post-procedural health status of the patient was not impacted by the reported malfunction.